Event description:
In 2008, a clinical incident involving a procise xp wand was reported to arthrocare. During an adenoidectomy and tonsillectomy procedures, the pt sustained a full thickness burn to right side of patient's inner buccal mucosa. It was reported the wands were inspected by the hospital and were missing insulation on the external surface of the wand.

Manufacturer narrative:
Awaiting return of device to complete the investigation.